Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, while the surgeon was using the fenestrated bipolar forceps, pieces of the wire were broken and lose in the surgical site. The fragments were retrieved during the same procedure. The customer performed an x-ray. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The fragment fell inside the patient during retraction. It is unknown what the surgeon believes was the cause of the instrument breakage for the cause of the fragment falling into the patient. The instrument was in use for 5 minutes. The surgeon did not notice any issues with the functionality of the instrument during the procedure. The instrument did not collide with any other instrument or hard material during the surgical procedure. The fragment did not fall inside the patient during an instrument tip collision. The instrument was not removed during the surgical procedure prior to the breakage. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument, the wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. No damage to the cannula or an instrument was noted after the event occurred. The fragment was retrieved with the lap grasper. It was confirmed that all fragments were retrieved with an x-ray. No additional surgical procedure was required to remove the fragment. The procedure was completely robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to attaining a foreign object. No photographic images or video recordings of the procedure are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was a fragmentation of the insulation, and the internal conductor wires were exposed. The internal wire was not frayed or fully broken. The instrument passed the electrical continuity test.